Event description:
It was reported that a chest x-ray revealed the lead insulation was abraded. The lead would be monitored and remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.